Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external and internal inspection was performed with an unrelated issue noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. Test article, piston foam, was installed and the device passed the volumetric accuracy test. The evaluation revealed the cause of the failure to be a deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.